Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent ventricular sensing was noted during a vf episode. The device appropriately diagnosed and delivered hv therapy for vt. Programming changes were made. The patient is doing fine and will continue to be monitored.